Manufacturer narrative:
Complete reporter name: (B)(6). The pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
A bacteriological examination of the wound discharge from (B)(6) 2018 noted staphylococcus aureus. The infection was resistant to penicillin, ampicillin, amoxicillin. The infection was sensitive to oxacillin, erythromycin, anzithromycin, clarithromycin, clindamycin, trimethoprim/sulfamethoxzole, vancomycin, tetracycline, doxycycline, linezolid. Hematological studies noted white blood cells were 7.57 x 10^9/l. C-reactive protein was 0.682 mg/dl. The patient was treated with antibiotics but was not hospitalized. The event resolved on (B)(6) 2018 with sequela of infection. Additional information was not available from the hospital due to the covid 19 situation as the hospital serves as the covid center for the capital city of (B)(6). Additional information will be processed if received in the future. Additional information will not be requested.